Event description:
It was reported to the manufacturer that a customer encountered difficulties during use of a microcatheter. According to the customer: while the end of the microcatheter tip was introduced in the nest of angioma, outflow of contrast was visible about 18cm from the proximal end of the microcatheter. The physician decided to remove the microcatheter from the artery and afterwards he noticed that there was a fracture (crack) on the wall of the microcatheter. The physician used another microcatheter and finished the procedure successfully. No patient complications were reported and the patient's post procedure status was reported to be good.

Manufacturer narrative:
Date received by manufacturer: results obtained from product analysis confirmed that the location of the fractured occurred approximately 18cm from the distal end (i.e. Inside the patient) of the microcatheter instead of the original report of the crack occurring at the proximal end (i.e. Outside the patient). Thus, this event was assessed as MDR reportable upon completion of product analysis on 01/22/2008. Summary of device evaluation: a review of the lot history record was performed on the device lot and no yield or component issues were identified at the time of manufacture. This lot had met all required specifications, and passed all visual inspections. A search in the complaint database was performed and no other complaint has been reported for this lot. The unit was returned for analysis. The catheter was inspected and a flattened section was present at the distal end of the catheter. This area was then inspected under the microscope and fracture (crack) was revealed. Dimensional analysis indicated that all dimensions were not out of specification. The product returned did not fail to meet device, labeling, or packaging specifications. The manufacturing process for this product involves 100% inspection of the full length of each catheter for any cuts, tears, splits, holes, kinks, or wrinkles. Functioning testing is also performed on each catheter by inserting a mandrel into the proximal end of the catheter until it exits the distal end of the catheter. If a kink or tear was present on the catheter at this stage of inspection, the catheter would be rejected from its batch, and discarded. The most probable root cause for this complaint is related to operational context. As per responses received, the device was inspected upon removal from its protective hoop and there were kinks or bends present on the catheter shaft at this point which would suggest that the damage occurred at preparation of the device or during the procedure. A potential root cause for catheter fracture/crack is excessive force, or if non-saline solution is introduced through the flow direct catheter (which may cause blockage). The dfu (direction for use) for the device in question references the following warning: "discontinue use the microcatheter if increased resistance is noted. Resistance indicates possible blockage ... Do not attempt to clear blockage by over-pressurization. Doing so may cause the microcatheter to rupture (crack) ...". It is possible that resistance was encountered during the procedure, which caused the catheter to kink/fold. Per the dfu of the catheter: "never advance or withdraw an intraluminal device against resistance. Movement of the microcatheter or stylet against resistance may result in damage to the microcatheter ...". The resistance encountered, coupled by the advancement force of the catheter can cause the catheter to fold (as noted in the flattened section of the returned device), which can cause a fracture/crack on the wall of the microcatheter.